Manufacturer narrative:
Additional information: the device was received for evaluation. A visual inspection with naked eye was performed. During visual inspection it was observed that the female connector was separated from the main body. The insert/chip was not present, however there was evidence that an insert/chip had been present. The reported issue was verified. The probable cause for the female connector being separated from the main body is inadequate solvent. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector of the minicap transfer set detached from the main body. This occurred after use for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.